Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a reservoir that was falling out of the pump. Customer did not know precisely what the problem was. Customer did not know if the reservoir or the pump was broken. Customer was in the hospital and connected to the sensor for 6 days. Customer needs to keep the pump for at least 1 week before it can be replaced. No further details given.